Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer. O2 gas module was found defective and was replaced. After replacement of the o2 gas module, the ventilator was tested and it functioned properly hence it was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).